Event description:
It was reported that during a paroxysmal a- fib procedure, an unknown component or substance protruding from the catheter tip, it was noticed once that it was removed from the patient at the end of the procedure. The ez steer thermocool nav bi-directional catheter was irrigating at a normal rate. There has been no patient impact. The risk management department from the hospital has obtained the catheter so it cannot be returned to bwi at this time. It was stated that when the risk management department finish their investigation, the catheter will be return to bwi. Lot # unknown since the packaging was disposed. Additional information was requested to the customer to obtain detailed information regarding the catheter condition reported and it was stated that the physician did think there was a short-term risk for the patient if there was more of this substance loose in the heart. The physician observed the heart on intracardiac echocardiography (ice) to verify the absence of any suspicious images in the heart, no effusion was observed. Also, a blood pressure was monitored. When the physician confirmed that nothing abnormal transpired, he seemed to think that the risk was low and proceeded with the normal process after case. The physician described the substance as securely attached to the catheter; he couldn't pull it off with gentle pressure as if it was tissue. He said it was slippery and did not feel like tissue. He thought it was part of the catheter. He encountered some resistance by removing the catheter, but nothing unusual. He did say he used an 8f short sheath, but the doctor and staff didn't think that was out of the ordinary. The bwi representative suggested the physician to keep and evaluated the sheaths as well.

Manufacturer narrative:
Follow up to obtain evaluation results from risk management department is still in process, if additional information is provided and/or the product is returned to bwi for analysis, a supplemental report will be submitted to the FDA. DHR review could not be performed since the lot number was not provided by the customer. (B)(4).

Manufacturer narrative:
Manufacturer reference #:(B)(4). It was reported that during a paroxysmal a- fib procedure, an unknown component or substance protruding from the catheter tip, it was noticed once that it was removed from the patient at the end of the procedure. The ez steer¿ thermocool® nav bi-directional catheter was irrigating at a normal rate. There has been no patient impact. Upon receipt, the catheter was visually inspected and a foreign material was stuck on the tip of the catheter. A ft-ir test was performed to in order to identify the type of foreign material; the results suggested that this material had a biological composition similar to that showed by human tissue. Furthermore, the catheter ods were measured and it was within specifications. The customer complaint has been verified. However, the foreign particle does not belong to the catheter and it remains unknown the origin of it. The device history record (DHR) could not be reviewed since the lot number was not provided. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.